Event description:
(B)(6) first report of retrievals for statement of work 10 for july 1, 2023 and ending on december 1, 2023. A depuy synthes implant was revised and reviewed for analysis reason for revision: loosening and pain. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).